Event description:
Per the clinic, during the initial implantation surgery, smartnav detected a tip foldover. Subsequently, the patient underwent a revision surgery on (B)(6) 2025 to reinsert the electrode. Smartnav subsequently indicated a successful placement check; however, electrode contact 14 (e14) remained open despite multiple re-tests. The surgeon elected to leave the electrode in place. The patient was later activated and is reported to be doing well. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient underwent revision surgery to reinsert the electrode on (B)(6) 2025, under general anesthesia. The implanted device remains.